Event description:
We also spoke with pt's mother. She claims that her son re-injured his knee while working out in the gym. She is not certain what activity he was doing when the injury occurred. She claims that patient's doctor ok'd pt to go back to playing football.